Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: inspection revealed that the display screen visual was dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the thread area above the grip pad. The pump failed a leak test due to the aforementioned battery compartment damage. Moisture damage was observed on the inside of the battery compartment. The pump case was removed, and no further evidence of moisture ingress was found. The following findings are unrelated to these issues: evidence of a 'time and date reset' issue was observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. The pump case was removed, and corrosion was found under the bt1 component; this device failure caused the 'time and date reset' issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen visual, battery compartment crack, battery compartment leak, and moisture damage inside of the battery compartment. This report is made based on results of investigation completed on (B)(4) 2015.